Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The breach in aseptic technique was further specified as the patient disconnected from therapy and accidentally touched the end of the patient line prior to reconnecting to the line. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The peritonitis manifested as cloudy effluent and the patient was treated with unspecified antibiotics for the event. It was unknown if hospitalization was prolonged due to the peritonitis. The patient was later discharged from the hospital and continued treatment with ancef intraperitoneally (ip) (2 gm daily for 6 days). The patient eventually recovered from the peritonitis. No additional information is available at this time.